Event description:
A surgeon reported that he has observed microvacuoles on the lenses of his pts following intraocular lens (iol) implant surgery. He has observed this issue within the past six months. The surgeon did not report any symptoms experienced by the pts. No further info is expected.

Manufacturer narrative:
(B)(4). Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided to properly complete an investigation. (B)(4).